Event description:
It was reported by the physician that the patient had lost bodyweight in the past years and it was noticeable that the implantable cardioverter defibrillator (ICD) position (pocket) in the chest varied over time. Therefore where the lead enters the subclavian possibly resulted in some stress for the lead. The device remains in use and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).